Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale was not working properly. There was pt involvement, however, no adverse consequences are reported.